Event description:
Draeger medical systems, inc. Received notification that a patient expired. The customer reported that the delta monitor posted several alarms, but it was reported that no alarm sounded at the multiview workstation (central station monitor).